Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set leakage event. The leakage was at the site and the occasionally visible on the plaster of the infusion set no further information available. .

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.